Manufacturer narrative:
H.6. Investigation: a device history record review for lot number 9057744 was performed by our quality engineer team. The review did not reveal any detected abnormalities during the production process and all quality assurance tests were found to be within specification. As a sample was not returned for this incident, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for the reported incident could not be determined.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety systems with prn adapters 22 g x 0.75 in. Experienced a safety mechanism failure during use. The following information was provided by the initial reporter: material no.: 383322 batch no.: 9057744. Verbatim: after insertion, needle does not retract into cover, creating a potential for a needle stick to staff.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety systems with prn adapters 22 g x 0.75 in. Experienced a safety mechanism failure during use. The following information was provided by the initial reporter: material no.: 383322, batch no.: 9057744. Verbatim: after insertion, needle does not retract into cover, creating a potential for a needle stick to staff.